Event description:
The customer reported that the device stopped working suddenly without any alarm sounding; all the lights were off and the on/off switch was in the "off" position. This caused a patient desaturation which was noticed by the nurse monitoring through tele surveillance; the machine was started again, making sure the on/off switch was in the "on" position and 30 to 45 minutes later, the machine stopped working again, all the lights were off and the on/off switch staying on "on" position; the doctor was in the room when the machine stopped the second time; the machine was changed after the second incident. Further detail regarding this incident has been requested from the customer including the severity of the reported desaturation and the patient's current clinical status.